Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the cause of the issue was unknown, another impedance test was run and the problem was gone. The issue was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient required an MRI, but there was high impedance levels on one side. It was later clarified that there was actually low impedance on contact 1 at 146 ohms. The patient was not programmed using this contact and there was no effect on therapy. The patient does not feel anything bad.